Event description:
Pt was scheduled for removal of bilateral breast implants and implant exchange. Upon doing the surgery the right breast implant was found to be ruptured. The surgeon performing this surgery was different from the surgeon who implanted the breast implants. This surgeon along with the pt did not know who the MFR of the implants was. The implants along with any attached tissue was sent to pathology for exam. No abnormal pathology was reported out on the implant or attached tissue. Because the implant was found to be ruptured at the time of surgery, facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.